Event description:
As reported in the society for cardiovascular angiography and interventions (scai), a (B)(6) male with aortic stenosis presented for tavr. The aortic valve area was 0.78 cm2, with poorly compensated nyha iii heart failure with lower extremity edema. He had porcelain aorta, prior inferior myocardial infarction and history of CABG, and stage 3 chronic kidney disease with serum creatinine 1.8 mg/ dl. EKG revealed atrial fibrillation with rbbb with lafb. The lv ejection fraction was 35% with segmental wall motion abnormalities and restrictive diastolic dysfunction. He had moderate mitral regurgitation, severe tricuspid regurgitation, and moderate pulmonary hypertension. The sts risk score was 8.2% and the logistic euroscore was17.09%. He underwent transfemoral tavr with a 23 mm edwards sapien valve. Tee and ascending aortography showed moderate paravalvular ar. He also developed complete heart block and a biventricular pacemaker was implanted before he left the hybrid operating room. The heart rate was set at 80 bpm. Post procedure, the patient's hemodynamics and clinical parameters continued to decline due to progressive cardiac and renal dysfunction and volume overload. He subsequently required ultrafiltration and his pacemaker rate was increased to 95 bpm. Repeat tte showed improvement in lv ejection fraction to 45-50% with worsening paravalvular leak. Nine days later, the patient subsequently underwent repeat balloon dilation with a 23 mm balloon and a concomitant percutaneous paravalvular leak closure with a 8 mm vascular plug. After placement of the vascular plug the aortic regurgitation index (ari) increased to 20 and ascending aortography revealed a decrease in paravalvular leak. Tte was also utilized to determine if altering the pacing rate would have any improvements in the echocardiographic degree of paravalvular leak. Titration of the pacing rate ranging from 80 to 90 to a maximum of 100 bpm was attempted. The heart rate was left at 100 bpm and hemodialysis initiated due to progressive decline in renal function. With continued aggressive therapy the patient began to symptomatically improve. Inpatient rehabilitation was initiated. The paced heart rate lowered to 90 bpm and gradually over the next 2 weeks was lowered to 80 bpm. Tee showed persistence of moderate paravalvular regurgitation and a mild decline in lvef to 45¿50%. Symptomatically he was improving and was clinically well compensated and was discharged home 36 days post procedure. Unfortunately he was readmitted 2 days later with generalized fatigue and the day after admission found unresponsive in ventricular fibrillation and expired.

Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the tavr procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. In this case, the cause for the severe pvl cannot be confirmed; information about the implant, the intervention procedures, and the patient death were requested but were not provided by the facility. The ventricular fibrillation may have resulted from an ischemic state related to his extensive cardiac disease. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.